Manufacturer narrative:
Device evaluation: 1 x gepd-7-9 of lot number c1886301 was not returned to cirl for evaluation. This file is linked to (B)(4) (emdr # 3001845648-2022-00283) which captures the migration and fracture of the gepd-7-9. Documents review including IFU review: prior to distribution all gepd-7-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the gepd-7-9 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1886301. There is evidence to suggest that the user did not follow the instructions for use. The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause can be attributed to the user error of the device exceeding the recommended indwell period of 3 months as per the instruction for use. Summary: complaint is confirmed based on customer and/or rep testimony. According to the information reported, the patient did not experience any adverse effects and was discharged from hospital on 20th of april. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on 30-dec-2022 and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x gepd-7-9 of lot number c1886301 was not returned to cirl for evaluation. This file is linked to pr (B)(4) (3001845648-2022-00283) which captures the migration and fracture of the gepd-7-9. Documents review including IFU review: prior to distribution all gepd-7-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the gepd-7-9 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1886301. There is evidence to suggest that the user did not follow the instructions for use (ifu0055-4). The japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause can be attributed to the user error of the device exceeding the recommended indwell period of 3 months as per the instruction for use. Summary: complaint is confirmed based on customer and/or rep testimony. According to the information reported, the patient did not experience any adverse effects and was discharged from hospital on 20th of april. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the risk summary being updated on 06-jun-2023

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is linked to pr (B)(4), where the stent migrated and subsequently fractured when the user attempted to retrieve it. The doctor decided that the stent should remain in place as the drainage was good and he did not want to tamper with the stent. This additional file will capture the user error of the stent exceeding the recommended indwell period as per the IFU. (B)(4). When the doctor checked the reported pancreatic duct stent, placed 2 months before endoscopically to replace it with another stent, the stent had migrated/strayed into the pancreatic duct. When he tried to remove it, it broke. Regarding how to deal with the situation is unknown for now update on (B)(6) 2022: date of stent implantation: (B)(6) 2022. Stent removal: (B)(6) 2022 (tip dissection). Subsequent treatment: undecided. We are scheduled to meet with them on (B)(6), so we will check with them how to retrieve. "Although the stent had strayed into the pancreatic duct from the previously implanted position, we grasped the portion slightly protruding from the papillary region and attempted to remove it, but it was separated. At this point, the stent inside the patient's body is allowing drainage, so the procedure was completed when the stent separated. The patient is scheduled for removal at a later date." Update on (B)(6): when the doctor checked the reported pancreatic duct stent placed 2 months before endoscopically to replace it with another stent, the stent had migrated/strayed into the pancreatic duct. When he tried to remove it, it broke. Update on (B)(6) by (B)(6), based on the information provided by the rep on the same day. The reported stent was used for stent placement for chronic pancreatitis. 2 years ago, the patient had similar symptoms and had a stent placed. Stenting was performed in (B)(6)2022 due to recurrence of symptoms. When the pancreatic stent placed 2 months before was about to be replaced, the stent was about to stray into the pancreatic duct when it was checked endoscopically. The doctor grabbed the flap slightly protruding from the duodenal papilla with grasping forceps to remove it, but the flap was torn off and only the flap was retrieved. The stent itself was left inside the patient's body and subsequently strayed into the pancreatic duct. Although stent migrated into the pancreatic duct, the stent inside the patients body is allowing drainage and is still in place but just above the duodenal papilla (near the entrance). A wire guide was able to be passed through the stent and a snare was able to be passed through the side of the stent. The doctor will consider replacing the stent once it is plugged. Date of stent implantation: on (B)(6) 2022. Stent removal: on (B)(6) 2022 (tearing of the flap during stent removal, remaining of stent, and migration into the pancreatic duct). Subsequent treatment: as of (B)(6), it was undecided. At this point, the stent inside the patients body is allowing drainage, so the procedure was completed when the flap got torn off and the stent itself remained in the patients body (migrated into the pancreatitis duct). The patient is scheduled for removal at a later date. As of (B)(6), since the patient's amylase is under control at this point, the physician is concerned about making the patient worse by attempting to remove it. Therefore, removal and replacement will be performed depending on the patients condition. (The sales representative will also inform the physician that due to the nature of the product; replacement is recommended in two to three months). Update on (B)(6) by (B)(6) based on the information provided by the rep on the same day: as of (B)(6) 2022, the stent is still in place. The sales representative had already informed the doctor of the deterioration of the stent due to long-term implantation. However, the doctor said that the drainage was good and he did not want to tamper with the stent. The sales representative asked the distributor to confirm with the doctor about the future procedure. User error of exceeding indwelling time. Update on (B)(6) by (B)(6) based on the information provided by the rep on the same day the patient was in good condition and discharged on (B)(6). (B)(4). Update on (B)(6) by (B)(6) based on the information provided by the rep on the same day: physicians comment - the doctor concluded that the issue is not caused by the product due to the frequency of migration cases. Update on (B)(6) by (B)(6) based on the information provided by the rep on the same day: as of (B)(6) 2022, the stent is still in place. The sales representative had already informed the doctor of the deterioration of the stent due to long-term implantation. However, the doctor said that the drainage was good and he did not want to tamper with the stent. The sales representative asked the distributor to confirm with the doctor about the future procedure. Update on (B)(6) by (B)(6) based on the information provided by the rep on the same day: the reported product has not been removed at this time. Our sales staff has asked the doctor to retrieve the actual product after it has been removed. Additional questions and answers by (B)(6) based on the information: for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact? Already stated in patient/event info tab. What was the target location for the stent? Already stated in patient/event info tab. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. What is the reorder number, outer diameter. And length of the wire guide that was used with this device in this procedure?already stated in patient/event info tab. Was the wire guide lubricated prior to use? Was the device at the centre of the complaint inspected for damage prior to use? No. Was the wire guide inspected for damage prior to use? No. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Yes. If yes, please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. If not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? Yes. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? No. (If any damages were confirmed prior to use) was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number, and working channel size that was used for the procedure? Already stated in patient/event info tab. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Was resistance encountered when advancing the wire guide to the target location? Unknown. Was resistance encountered when advancing the introduction system in place to the target location? Unknown. How did the physician deal with this resistance? How did the physician determine the length of the stent to be used for the procedure? Where was the stricture located in the duct? Was the stricture dilated prior to placing the device? No. Was resistance encountered when advancing the stent through the obstructed area?unknown. After placement, was stent position verified? Unknown. If yes, please describe how. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Did any section of the device detach inside the endoscope or patient? Yes. If yes, please specify what section of the device broke off: already stated in patient/event info tab. Please indicate whether the device broke in the endoscope or in the patient? In the patient. Was the broken device retrieved? Unknown. If yes, please indicate what tools were used during retrieval. Were any modifications made to the complaint device or accessories used with the device in this procedure? For example, guiding catheter shortened. No. If yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No. Did the patient require any additional procedures, as a result of this event? Yes. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please specify what was observed and where on the device it was observed.